Event description:
The pt presented with urinary urgency and incontinence before getting a sling/tape placement in 2008. Since the tape placement, the pt experienced incontinence, recurrent urinary tract infections, and kidney stones. A second tape, tvt-o, was placed in 2010. Dates of use: 4 years.